Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that low pacing impedance and high capture threshold was noted on the patient's right atrial (ra) lead. The patient is not dependent. Lead revision was discussed. No further intervention was performed. The patient was stable.